Manufacturer narrative:
The device is currently under evaluation into root cause.

Manufacturer narrative:
Evaluation: visual inspection of the returned device found that the barbed connector had become separated from the estane hub of the cannula. The complaint that the barbed connection of the device had separated from the cannula was confirmed. Pull testing of the connector found that the force necessary to separate the cannula from the barbed connector was greater than edwards specifications. A manufacturing defect is unable to be confirmed, however the instruction in the procedure has been deemed insufficient. The procedure has been updated and operators will be trained accordingly. Corrective actions have been initiated to address this issue. Manufacturing records were reviewed and there were no related non conformances found. The instructions for use, training, and risk control measures are appropriate at this time. Trends will continue to be monitored on through the edwards quality system.

Event description:
As reported a qd25, quickdraw venous cannula was detached when start up of heart lung machine. When the bypass started the alarm sounded, the connection was separated between the cannula and the connector. The quantity of blood lost was unknown, but the patient was not affected. The device was not exchanged, they fix it with a plastic ring. As per sales maybe due to glue. The device was inspected prior to use and there where no problems detected.